Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently the proximal aortic neck measures 23-25mm in diameter. It was reported that during a post op visit, the physician identified a broken stent in the main body with a type ia endoleak. The physician continued to monitor the patient for potential treatment. Approximately two weeks later, the patient expired due to an mi (heart attack) prior to any additional treatment. The physician noted the cause of death unrelated to the reported stent fracture. A review of several returned films post-implant revealed that the bifurcate is approximately 1cm below the lowest left renal. The current neck diameter at the renal is 25mm. The reported type ia endoleak or any other endoleak could not be seen in the returned films. A section of the stent strut, possibly from ring 3 of the bifurcate, was found to have fractured and pulled away from the fabric. The struts still appeared attached to the stent graft at one end. The cause of the fracture could not be determined; the aortic body was essentially straight in this location. Earlier post-implant images were not provided.

Event description:
(B)(4).

Manufacturer narrative:
.